Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that it still does not help. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor patient reported that they had their ins replaced due to battery depletion and since then patient had no therapeutic effect. Patient stated that they used at least 3 depends and a pad in the depends and just keeps changing those. Patient further stated that the healthcare professional told them he was able to get 2 leads and that patient has program 2 and 4 to work with. Patient also reported that it seems like she feels the stimulation but as soon as she takes off the antenna from the ins, she stops feeling the stimulation. Patient went further to reported that they experienced pain at the ins site, and that it was close to the surface and loose and wobbles around. Patient further mentioned they lost a lot of weight this year and the ins sticks out quite a bite. No further complications were noted or anticipated